Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, there were episodes of non sustained oversensing (secure sense activated). Reprogramming was performed. There were no adverse consequences for the patient due to the oversensing.